Event description:
It was reported that a homechoice low recirculation volume apd set leaked during connection to a physioneal solution bag. This was described as, ¿while installing the cassette, the solution was connected to the cassette, and both wings were folded while the cassette was flabby and not tight, so a dialysate leak occurred¿. This occurred during set up for automated peritoneal dialysis (apd) therapy. There was not patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was also performed with no issued noted. Functional test including self-test and priming was performed and no abnormality was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.